Event description:
The following description of the event was copied from an e-mail from the distributor in (B)(6). "The rt at the hospital told us that this problem with this particular avea happened the vent didn't alarm. They claim at first that the fio2 was set at 100% and the o2 monitor was reading around 100%. They didn't say exactly how many hrs have passed when they noticed that the fio2 monitor was at around 22% when the setting was still at 100%. They claim the vent didn't alarm. We couldn't verify this since when we checked unit the avea was giving an audible and visual alarm."

Manufacturer narrative:
On (B)(4) 2013, carefusion sent an e-mail to the distributor in (B)(6) seeking add'l info concerning the reported event and the condition of the pt. As of (B)(4) 2013 there has been no response from the distributor. Neither the foreign user facility nor the foreign distributor submitted a user facility/importer report to the MFR. Event codes were derived based on info provided by the foreign distributor. The following info concerning the eval of the device is a summary of the info documented by a carefusion tech support specialist in response to an e-mail conversation with the distributor in (B)(6). The carefusion technical support specialist in conjunction with (B)(6) distributor identified a faulty gas delivery engine (gde) as the most likely root cause in this alleged event. Carefusion issued a return goods authorization (rga) number to (B)(6) distributor for the return of the alleged faulty gas delivery engine (gde) for eval. As of (B)(4) 2013 the alleged faulty gas delivery engine (gde) has not been rec'd. Once the alleged faulty gas delivery engine (gde) is rec'd and the eval is complete, carefusion will submit a f/u medwatch report.